Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Regulatory agency reported, on behalf of healthcare professional. Rupture and capsular contracture, (baker grade IV). This record relates to the right side. The device has been explanted.

Manufacturer narrative:
This emdr record is a duplicate. It is no longer reportable to the FDA. The operating MFR report # is 9617229-2024-05918.

Event description:
This emdr record is a duplicate. It is no longer reportable to the FDA. The operating MFR report # is 9617229-2024-05918.